Event description:
It was reported by the patient's wife that the patient died due to complications from an infection caused by the device. Further information confirming the infection was received from the patient's follow-up physician. The physician was aware of the infection but did not treat the patient for it. He was not able to confirm the cause of death. There was no allegation by the physician that the death was device related.